Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient leads had migrated and confirmed via x-rays. Also, both leads exhibited high impedances and unable to be placed into MRI mode and unable to provide effective therapy. As such surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead thereby restoring effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.